Event description:
After the vascular rn placed a midline catheter in the upper arm, the subcutaneous anchor was placed but would not lock down. A new securacath was obtained and placed without difficulty. The patient was not harmed, the procedure took a bit longer. Manufacturer response for IV anchor device, 5 french securacath (per site reporter). Equipment failure reported to manufacturer. RMA# (B)(4). Equipment mailed via (B)(4).